Event description:
An autopulse 100 platform with chest compression assembly (cca) was deployed on a patient. The autopulse platform ran for approximately 30 seconds when the cca jammed. Causing the system to fault. Manual CPR was subsequently started as indicated in the user guide.